Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not detected closed. A field service engineer found that latch sensor light was not on, inspected latch component and latch sensor came loose. Removed entire latch component assembly and readjusted sensor to resolve the issue, rebooted the device and reseated all bus wire connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 3 failed to open. The customer stated that there was a delay in dispensing medications due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.